Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Upon visual inspection of the plug assembly no failure modes were observed. Returned battery was replaced with a known good battery in attempt to reprogram and activate sensor, however it was unsuccessful. Extended investigation has also been performed. Visual inspection on the returned sensors printed circuit board assembly revealed corrosion due to liquid ingress. Attempted to re-flow the solder to the application specific integrated circuit however, the sensor still did not activate. In order to test the complaint of high readings, a linearity test must be performed. Since the damage to the pcba was so excessive, a linearity test could not be performed, and the voltage could not be monitored. Therefore, adc is unable to further test the returned product. As submitted in the initial report for this issue, dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Section h6 (investigation findings) code 4247 (appropriate term/code not available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.